Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the abnormal heart rhythm which required treatment. It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr) in the patient with no pre-existing history of atrial fibrillation (af). When the clip delivery system (cds) was advanced into the left ventricle, af occurred. Heart massage and defibrillation were performed to treat the af. After af occurred the third time when the cds was advanced to the left ventricle, the physician decided to abort the procedure due to the repeated occurrence of af. Zero mitraclips were inserted and mr grade remained 4. The af resolved. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported effect of atrial fibrillation (af) appears to be related to procedural circumstances and not due to the device. Af, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.